Event description:
Complainant alleged that the medics were attending a pt who had fallen in their extended care facility. The pt was also suffering from dizziness and weakness with a syncopal episode. The pt was monitored with the device and ECG electrodes. The pt was presenting a sinus rhythm, "without ectopy". The medics noted "st" elevation in lead 3 and ventricular fibrillation with "st" depression in lead 1 and a vl. During the pt move to the "pram", the leads were disconnected from the monitor, and then immediately reconnected, "and the dynamic rhythm returned". The pt was then moved to the ambulance, to facilitate the performance of a 12 lead ECG. During the set up of the 12 lead, the device switched to defibrillation mode, and screen displayed dash lines and "pads". All connections were checked, and the device batteries were replaced. In addition, the unit was turned off/on several times, but the screen continued to display dash lines and "pads". The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The medics were in close proximity to the facility and the pt monitoring was discontinued. The complainant reported that the facility was unable to duplicate the reported malfunction, and the device will not be returned to zoll for evaluation. It was also reported that the facility suspects that the malfunction was a result of user error. The device has been returned to service and "has been used a bunch of times with no problems."